Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from an unknown source after the patient had died with no information. The device was analyzed subsequently tested out of specification. The patient died approximately (B)(6) after implant of the ICD. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.